Manufacturer narrative:
E1: initial reporter address: (B)(6) e1: initial reporter postal code: (B)(6) h4: the lot was manufactured between may 17, 2022 - may 18, 2022. H10: the device was received for evaluation. Visual inspection noted the tubing line had been broken off at the junction of the distal luer post. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation, the tubing line of a small volume intermate was found broken off at the junction of the distal luer post. There was no report of patient injury or medical intervention associated with this event. No additional information is available.